Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented to the hospital after receiving a vibratory patient notification. Upon interrogation, rf telemetry anomaly was observed. Multiple attempt to interrogate the device with two different programmers in two different rooms encountered the same problem. Rf antenna was unplugged, re-interrogate and the device was successfully interrogated with inductive wand telemetry and showed proper device function. Patient was stable and will continue to be followed normally.